Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 110 mg/dl. Customer stated that he disconnected the insulin pump and attempted to resume. The insulin pump then alarmed. Advised that the insulin pump will be replaced. Nothing further reported.